Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the moderately tortuous, moderately calcified, 80% stenosis proximal circumflex (cx). The vessel diameter is reported to be 3.5 mm. The lesion was pre-dilated with a maverick 2.5 x 20 mm balloon. The physician inserted the taxus express2 8.8% 3.5 x 16 mm drug eluting stent through the jl4, 6f catheter. As soon as the stent system came out through the catheter, the stent dislodged from the delivery system. The physician retrieved the stent with a snare wire. He then urgently placed a cypher 3.5 x 18 stent on this lesion. The pt did not have any further complications. Plavix was not administered for loading.